Event description:
The patient reported, that her two previous medtronic pulse generators had poor longevity, due to lead position. No additional adverse patient effects were reported. This device was explanted and replaced on (B)(6) 2018. Her medtronic leads remain in service with her new device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).